Event description:
The long defibrillating lead has developed electrical noise, triggering inappropriate shocks. That system is abandoned. Of note, a venogram was performed in the operating room demonstrating occlusion of the left subclavian. There appeared to be a valve in the superior vena cava on the right. Given this venous anatomy, the decision was made to place only a single chamber defibrillating system rather than a dual chamber. The pt's initial indication was sustained ventricular tachycardia complicating congestive cardiomyopathy. Technique: as noted, the venogram demonstrates the occlusion of the left subclavian vein as noted above. Access was obtained to the right subclavian vein percutaneously. A sheath was placed over a terumo guidewire. Thereafter a passive fixation true bipolar defibrillating lead was advanced with significant difficulty across the tricuspid valve into the inferior wall of the right ventricle. The lead is several centimeters distance from the tip of the existing lead. Several positions were tested on the inferior wall, finally with adequate pacing and sensing thresholds. The lead was then connected to the pulse generator and all further testing occurred through the device. Pacing and sensing were rechecked and found to be within good range. Also, high voltage impedence was within acceptable range. The pt then underwent defibrillation threshold testing according to routine stepdown protocol. The device was successful on three separate trials that are 20, 18 and 16 joules. Of note all sensitivities were checked at 1.2. The device was then programmed to its final settings and left active. The old system consisted of a superior vena cava lead, a long defibrillating lead and an apical array. The long defibrillating lead was a medtronic 6966-110. The superior vena cava lead was a medtronic 6963. The apical array was a medtronic 6999. The existing generator in the abdominal pocket was a medtronic ICD model 7221b.